Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group field service rep was dispatched to the facility to evaluate the issue. The service rep checked the pump and the entire console and found the system to be working properly. The reported issue could not be reproduced. The investigation is on-going. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a procedure, the s3 roller pump displayed an error message and stopped. The pump was hand cranked to maintain flow until the clinician moved the tubing to another pump. The procedure continued with no further issues. There was no report of pt injury.